Event description:
It was reported that when the patient had their normal and autostim output currents were increased from 1.75ma to 2ma and the patient had a constant heart rate increase of 130 bpm. The patient then went back into clinic to have their settings lowered back to 1.75ma and the heart rate was in normal range again. No other relevant information has been received to date.

Event description:
Additional information received noting that the tachycardia event occurred when the patient's settings was increased to 2ma but once the settings were lowered the event has not occurred again. The tachycardia is believed to be related to stimulation and the patient does not have a history of cardiac events.